Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, customer got a new pump and was going to their health care provider to set it up. There was no reported adverse impact to the customer¿s blood glucose level.